Event description:
It was reported that the patient had high impedances on their left occipital leads. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which occipital lead was on the left side.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 7664009.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 correction- weight. B1 correction- product problem should not be selected. E1 correction: the reporter's information was updated.

Event description:
Additional information was received that both leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.